Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump¿s alarm history showed consecutive cs054/cs052/cs012 alarms. During investigation, the pump powered on to the verify screen with the auditory and vibration features functioning properly. During testing, a recurring cs 069 alarm was reproduced during the rewind step. Further testing was not able to performed. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board (pcb) or cgm module. The complaint of a cs 012 call service alarm issue was shown in the history but was not able to be adequately investigated due to the recurring cs 069 alarm. The cs 069 alarm issue was reported under medwatch report number 2531779-2016-03543.